Manufacturer narrative:
The exact date of the event is unknown, event occurred in (B)(6) 2019. Explant date: (B)(6) 2019. Additional suspect medical device component involved in the event: product family: linear st lead kit 50 cm, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient underwent a lead revision procedure for an unknown reason. The explanted leads will not be returned. No further information could be obtained despite good faith effort.